Event description:
It was reported that an incision of a c-section patient dehisced within a few hours after closure. It was reported that the steri strip s did not stick. A heavy bandage was put on the patient wound and it started to ooze and bleed resulting in the need to perform an evacuation of a hematoma and resuturing of the c-section wound. The package insert does require the placement of the steri strip s on a dry site. The ob director indicated that the strips did not stick because the patient may have been wet and was moving around right after the c-section was performed. The subcutaneous suture failed which may have contributed to a change in the tension of the wound. Steri strip s indicated for low tension wounds only.

Manufacturer narrative:
Single use device.